Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 45 mg/dl and their sensor glucose read 220 mg/dl. The customer also reported receiving a calibration error alert. Customer declined to troubleshoot. The customer stated their settings were changed recently. The customer also stated the cannula was not bent on their previous sensors. Customer's sensor will be replaced. No additional information provided.